Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 411 mg/dl with chest pain, symptoms of dehydration, extreme drowsiness and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. There was a replace cartridge alarm on (B)(6) 2015 00:50; deliveries resumed 01:32. On (B)(6) 2015 22:08 a replace cartridge alarm recorded; deliveries resumed at 23:02. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.